Event description:
Ligasure device x 2 with incomplete seal cycle error notifications on 2 different ligasure 5 mm 37 cm ref lf 1837. Instrument replaced and procedure continued. FDA safety report ID # (B)(4).